Event description:
The (B)(6) became aware of several cases of serious invasive infections (fungemia) due to 'geotrichum clavatum' by hematology patients. Since (B)(6) 2012, 27 cases of infection were reported, including 17 during an epidemic peak occurred in (B)(6) 2012. Investigations in search of a common source were conducted by (B)(6) on the first 22 cases. Their investigation revealed that all cases received labile blood products and in particular blood products prepared from sets with reference catalog # 80484. There were 11 different lots involved in the reported cases. This report covers the incident that occurred on lot # 01u3125, used at the customer site (B)(6). The other incidents have been reported in medwatch report #s 1722028-2012-00802 - 1722028-2012-00804, 1722028-2012-00806 - 1722028-2012-00812. Patient information is not available at this time. The disposable set is not available for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: a literature search regarding invasive "geotrichum clavatum" found in hematology was performed in relation to this incident. The literature review revealed that "geotrichum clavatum" infections are very rare. The majority of cases are in neutropenic patients hospitalized for treatment of acute leukemia myeloblastoma. They were subjected to prophylactic or empirical antifungal treatments including azole and caspofungin, to which "g. Clavatum" is naturally resistant. "Geotrichum clavatum" has only been reported in (B)(6). Taking into consideration that the parts used for construction of the trima disposable sets (including the (B)(6) set) are common to all sets manufactured by terumo bct and are distributed world-wide, if the manufacturing process caused fungal contamination, we would have seen this reported from multiple sources. The terumo bct trima product catalog 80484 is terminally sterilized using an ethylene oxide sterilization process. The only known fungus (mold) resistant to ethylene oxide is "pyronema domesticum". However, at the levels of eto used during our sterilization cycle, even this microorganism is destroyed. Device history records were reviewed. No abnormalities were noted in the manufacture or sterilization process of the disposable set. Storage and shipping methods were also reviewed, with no abnormalities found. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Root cause: it can be concluded, and supported by several papers reviewed, that the incidence of invasive fungal infections in patients with hematological malignancies has risen over the last two decades, most likely as a result of the increased use of intensive cytotoxic therapy, allogeneic blood stem cell transplantation, and immunosuppressive therapy. It must be concluded that the trima accel sets, which are sterilized by ethylene oxide with a 12 log reduction of resistant bacteria endospores, are not the source of fungal contamination. Corrective/preventive action: based on the investigation results, the trima accel set is not the source of fungal contamination. As a secondary activity, terumo (B)(4) initiated additional monitoring to test for the presence of geotrichum clavatum, which no presence has been found.